Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer already had resolved the issue. The field service engineer confirmed that the customer repaired the machine and the issue has been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer was encountered a failure and unable to recover. The customer reported that the malfunction resulting in a delay in the dispensing of the medication to the patient and the customer get the required medication from another station. There were no adverse events or injuries reported based on this incident.